Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, error 171 occurred. The procedure was not completed. There was no patient complication related to this event. This event is being reported for procedure/post sedation and where the procedure was cancelled.